Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 34 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer states that low blood glucose was due to treating for high blood glucose from finger stick and then treated again when sensor alerted for high blood glucose. Customer declined further assistance.